Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer's blood glucose level was 89mg/dl, but their sensor reading was 50mg/dl. The customer states their device went into threshold suspend. The customer states they placed the pump in suspend and ate some food. The customer was educated on proper sites for sensor placement. No further assistance provided at this time.